Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients tooth extraction. This event is being filed as an MDR as the patient reported a tooth extraction (permanent impairment to a body structure) and the invisalign product was being used.

Event description:
The patient reported snapping tooth # 8 (upper right central incisor), swollen gums, pain, root resorption and an extraction of tooth # 30 (lower right 1st molar). During the initial call with the treating doctor, it was discovered that the patient broke tooth # 8 while eating. The patient reported visiting an endodontist, who performed a root canal on tooth # 30. During the root canal the endodontist decided to extract tooth # 30 (the reason for the extraction is unknown). The patient reported being prescribed antibiotics (unspecified) to alleviate the reported symptom. The treatment was finished and the patient is currently asymptomatic. The treating doctor shared the potential root cause was tooth # 8's anatomy as weak.